Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for t-wave oversensing.